Event description:
On (B)(6) 2013, the reporter contacted animas, alleging air bubbles/leak issue. It was reported that there were air bubbles in the cartridge and tubing when they were changed out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 08/23/2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.